Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory results is unknown. A siemens field service engineer (fse) was sent to the customer site. The fse adjusted the cuvette bottom. However, this is unlikely the cause of the not confirmed results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
(B)(6) results were obtained when the customer performed advia centaur xp confirmatory testing. Testing was repeated for the patient samples on a different system and the results confirmed. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.